Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders.' Patient reported that they battery replacement the morning of the report, and it did not work even though the manufacturer's representative (rep) programmed it, patient then woke up and tried to make it work but it would not work. Patient noted that the rep left and said that they would be back later to fix it but it was a couple of hours ago and the rep never came back. Patient stated that the device was not working and needed programming. Patient confirmed that they just had a standard battery replacement and made no allegations against the battery. It was reviewed for the patient that the health care professional (hcp) would page the rep if needed. An email was sent out to the field staff to further assist the patient. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event